Manufacturer narrative:
Internal complaint reference: case: (B)(4). Left hip revision surgery, mentioned on b5, was reported under report number 3005975929-2023-00062. It was reported that, after a bilateral index resurfacing surgery, the patient experienced elevated metal ion levels. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the head but not for the cup and the sleeve. This failure will continue to be monitored for the cup. This will continue to be monitored via routine trending for the head and the sleeve, however it should be noted that these devices are no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. It should be noted, the bhr surgical technique (rev a 01/07 0216-1516) indicates, ¿the acetabular component is then fully impacted with 15-20° of anteversion and 40-45° inclination angle.¿ with the limited information provided the clinical root cause of the reported elevated cobalt and chromium cannot be confirmed. It cannot be concluded the elevated metal ions were associated with a mal performance of the implant or implant failure. As well the post-operative wound infection and subsequent I&d are highly likely of an exogenous nature and cannot be assumed to be associated with the implant. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that, after a bilateral index bhr resurfacing surgery on the (B)(6) 2007. The patient experienced elevated metal ion levels. The patient underwent a revision surgery of the right hip on (B)(6) 2023, during which the metal head and sleeve were explanted and replaced by an oxinium femoral head and a dual mobility liner. This patient also underwent a revision surgery of the left hip to address the issue.